Event description:
It was reported that before a pulm procedure, the device did not form the staples properly on one side of the cutting; it was on the specimen side. The or nurse described it like it was not formed around the tissue. So after two occasions with misfire, they took a new stapler and fired it "in the air" to see how it acts and this is the result. The device was not used on the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition and with a reload present. The reload was received fully fired. Several b-form staples were received on the cartridge deck. The device was tested for functionality with a test reload and it fired and cut without any difficulties, the cut line and staple line were complete and all staples were formed as intended with the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.